Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 375 mg/dl for approximately four hours after forgetting to announce dinner; the user contacted support for supply change assistance and resumed insulin therapy without issues, and the device alerted to the high glucose while attempting automated correction. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user coaching on supply change and use of automated correction. Investigation of this case revealed no device malfunction reported or observed and no component failure identified, with user-related factors, specifically a missed meal announcement, plausibly contributing to the hyperglycemia while the pump provided automated correction attempts as designed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.